Event description:
A report that the pt's precision system was explanted was received. The pt's leads shifted and began "poking" other areas of the pt's body. The pt is reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for eval.